Event description:
It was reported that air was observed in a bag of gamma sterilized intravia empty container (250ml) when it was removed from the box. This was observed in the pharmacy before use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This file represents report 15 of 16.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot ur13f07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The unit was filled with solution using a syringe. The unit was primed by connecting it with an extension set. The sample was found to be working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch review was conducted on the lot number that had been originally provided by the customer. As the customer has now provided a different lot number, a batch review will be completed for the lot number that the customer has now indicated. The device was returned and is in the process of being evaluated. Visual inspection did not observe any defect with the device. Functional testing determined the device operated within specification. Initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.